Manufacturer narrative:
Evaluation summary: during trabecular metal humeral and the trabecular metal reverse shoulder procedures, instruments prepare the bone for a tolerance range from slight press fit to slight clearance. Because these stems have proximal trabecular metal combined with a proximal taper, they achieve adequate stability through proximal fixation alone. It has been determined that distal press is not required and that distal press could lead to difficulty seating the implant dependant on bone quality, humeral geometry, and surgeon reaming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the occurrence suggests that the event is related to the issues for which zimmer is implementing corrective action. Reference removal report 1822565-7/26/2010-006-r for additional info regarding the corrective action taken. Review of the device history records was not possible as the item and lot number are unknown. It is not suspected that the product failed to meet specifications. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that during implantation, the implant was sitting proud by 1cm. A 30 to 45 minute time delay was also reported.